Manufacturer narrative:
A field service engineer (fse) was dispatched who fse conducted follow-up with the customer to address the reported event. Fse spoke to customer who cleaned the x1 rack path and the racks began to move again. Someone spilled serum. . All ok. No further action required by field service. The most probable cause of the reported event was due to spill on x1 rack path. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported loader rack position errors 2256 no rack at sample loader position, 2260 and then he gets an aborted run.failure with their aia-2000 analyzer .a field service engineer (fse) was dispatched on (B)(6) 2017, to address the reported event, which resulted in delay in reporting of patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.